Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited low r waves, leading to multiple attempts at repositioning. After multiple placements, it was no longer possible to confirm lead helix extention, and after removing the lead and testing, the helix would no longer retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation, and visual summary analysis of the lead indicated damage at implant. (B)(4).